Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). A photo was provided for evaluation. Upon visual inspection, foreign material was identified in the syringe filled with medication. As the syringe had been used and filled with medication, the exact origin of the foreign material could not be traced to any manufacturing process defect. Based on the data from out evaluation, the exact nature of the foreign material could not be determined. Review of the discrepancy management system (dsms) database performed for the reported lot number revealed no abnormalities or non-conformances noted during in process or final product inspection. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If additional pertinent information becomes available, a follow-up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: it was reported that a piece of cardboard was found inside the syringe. No injury reported.